Event description:
This report was received from a physician requesting information in preparation as a medical expert. The patient, age unknown, underwent neurosurgery in 1995. The wound was handled by applying (without a needle), solu-medrol 125mg reconstituted the benzyl alcohol (diluent), directly onto the dura and then laying gelfoam on then closing the wound. The pt deteriorated with complete loss of movement of the extremities and severe arachnoiditis. This was thought to be unusual. The physician theorized that the glefoam absorbed the solu-medrol and then slowly leached out the benzyl alcohol over time as the gelfoam was reabsorbed. No other information was provided on initial contact.